Event description:
Customer reports a no audio alarm for a crisis alarm on the clinical info center due to speaker wire failure. There was no reported pt injury associated with this event. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
.